Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No prime anomaly could be verified due to this alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump was alarming and squirting insulin out during manual prime. The piston continues to move after hitting the reservoir. The drive support cap appears normal. Customer's blood glucose was unknown. Customer attached a new infusion set and reservoir and tried priming again, but the device alarmed. The motor did not slow down. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.